Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model pcb00) did not come out of the cartridge after the second push. Reportedly, another pcb00 lens was implanted as a replacement. Additional information was received and it was clarified that the lens touched the patient's eye. No incision enlargement and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/14/2018. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position, and locked; the cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was observed stuck at the cartridge tube and overridden by the pushrod. The condition of the returned sample was consistent with a product that was handled and prepared for surgical process. The customer's reported complaint for stuck in cartridge was verified. However, as the device was handled, a product deficiency could not be identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.